Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to the olympus india. Olympus india checked the subject device and found that the endoscopic image was not displayed and only horizontal lines were visible due to the breakage of pins. Omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years had passed since the subject device had been manufactured. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed that the reported phenomenon was attributed to the communication failure due to the breakage of pins. The cause of the breakage of pins could not be identified. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the endoscopic image flickered and there were horizontal lines on the endoscopic image, also the pin of the subject device had been broken. There was no report of patient injury associated with the event.